Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/26/2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display lens. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: on investigation, there was evidence of moisture visible behind display lens. The keypad cover was intact; the ok button demonstrated intermittent unresponsiveness during investigation. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. Leak testing failed due to a case crack and leak. There was a crack between the case seal and the keypad cover. The pump was opened for further investigation revealing evidence of moisture throughout pump including on the main printed circuit board and on the keypad flex. The battery compartment was crack below the bumper pad traveling toward the case seal. Complete device testing was not possible due to the pump¿s inability to progress past the verify screen.